Manufacturer narrative:
The sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10 -6 or better. In addition, before each mfg lot is released, the "certificate of processing" from sterigenics (sterilization supplier) is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. A definitive root cause cannot be determined with the info provided. Review of the device history records was not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, (B)(4) considers the investigation closed.

Event description:
It was reported that the pt underwent incision and drainage due to right hip infection. The acetabular liner and head were revised.